Event description:
On (B) (6) 2009, the pt reported that he sees air bubbles in the insulin cartridge of his infusion device when he is using the device. He uses room temperature insulin, adjusts the piston rod, and primes out all air bubbles prior to inserting the cartridge. The pt was advised to switch to his backup device and he was assisted in doing so. A request for additional training was submitted. On follow up with the pt on (B) (6) 2009, he stated he is experiencing air bubbles while using the backup device also. He said he will change his cartridge tonight to see if that resolves the issue. He said he has an appointment set with a trainer to troubleshoot the issue. On follow up, the pt stated he has not experienced any further air bubbles. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.